Event description:
The tech alleged the nurse call would not function. No pt impact.

Manufacturer narrative:
The tech found the side com board was shorted out. The tech replaced the side com board to resolve the issue.